Event description:
It was reported that there were air bubbles in the cartridge.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.